Event description:
Received an electronic report from a foreign country hemodialysis user facility who has reported that when heated up, the arterial blood line became soft and a kink was noticed. The initial reporter stated that at the time of the event, the machine alarmed and detected this event. And for this event, a new arterial line was set up on the machine for continuation and completion of the prescribed treatment as ordered. There is no report of injury to this patient from this event. The patient was then discharged to home once the treatment had been completed. A sample is available for an evaluation.